Event description:
The customer reported that mts dispenser did not dispense the correct amount of fluid during testing. Incorrect dispense of fluid, may lead to variations in antigen / antibody ratio and possible erroneous test results. The customer aborted testing once the issue was identified. The dispenser was taken out of use, preventing erroneous results from being reported.

Manufacturer narrative:
The dispenser was not returned for investigation. No definitive root cause could be determined. Issue resolved via product replacement.